Event description:
On 22-jul-2025, the user and their trainer reported receiving an alert with a reading of 57 mg/dl shortly after completing ilet training. The agent instructed the user to perform a restart, which resolved the alert. Insulin delivery resumed as normal, and blood glucose (bg) levels were not impacted.